Manufacturer narrative:
Manufacturing and inspection records were reviewed for 18mm acutwist® acutrak compression screw (part number ai-0018-s, batch number 419309), and no anomalies were found. The manufacturing records indicated the 18mm acutwist® acutrak compression screw expired 09october2024. Based on the information received, the facility implanted expired product in the patient. A follow-up will be submitted when/if additional information is received.

Event description:
It was reported that the item expired before the case was completed and could not be replenished. Requests for additional information have been made.